Event description:
Event description cpi received information that this bipolar lead had dislodged. The physician elected to perform an invasive procedure to remove and replace the lead. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.